Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise over-sensing on the right ventricular (rv) lead channel, which led to inappropriate shock therapy delivery in several instances. Technical services (ts) was consulted and recommended further review of the rv lead. No additional adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).